Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported that "when withdrawing the guidewire, it shredded.". The patient is fine and had no harm or injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned a guidewire and 3-lumen catheter for evaluation. Signs of use in the form of biological material were observed on both components. The guidewire was returned inserted through the distal extension line and out of the catheter tip. Visual examination revealed the guidewire was unraveled from about 370mm from the proximal weld, all the way to the distal end. It also had several kinks and bends along the body. Microscopic examination of the guidewire confirmed the damage and revealed that the core wire was broken adjacent to the distal weld. Both welds were present and appeared full and spherical. Visual and microscopic examination of the catheter did not reveal any defects or anomalies. The major kinks in the guidewire body measured 24mm, 114mm, 172mm, 226mm, 249mm, 290mm, and 344mm from the proximal weld. Major bending was observed from 380mm from the proximal end, all the way to the distal end. The point of separation on the core wire was at the distal weld. The total length of the broken core wire measured 687mm, which is within the specification of 678mm - 688mm per the guidewire product drawing. The outer diameter of the guidewire measured 0.86mm, which is within the outer diameter specification of 0.838mm - 0.877mm per the guidewire product drawing. The catheter body length measured 217mm, which is within the specification of 207mm - 227mm per the catheter product drawing. The catheter body outer diameter measured 3.97mm, which is within the specification limits of 3.96mm - 4.06mm per the catheter extrusion product drawing. The inner diameter at the catheter tip measured 0.98mm, which is within the specification limits of 0.95mm - 1.02mm per the catheter product drawing. A lab inventory guidewire was inserted through the returned catheter. No resistance was encountered as the guidewire passed completely through the catheter. Performed per IFU statement , "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test revealed that the core wire was secure to the proximal weld. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The report that the guidewire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guidewire met all relevant dimensional requirements, and the catheter met all relevant dimensional and functional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when withdrawing the guidewire, it shredded.". The patient is fine and had no harm or injury.